Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the device alarmed motor error alarm during bolus. Customer's blood glucose was 426 mg/dl. Device was able to rewind. Device passed the displacement test. Device had also alarmed battery out limit alarm. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.